Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 01/14/2019. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the defective (central processing unit ) cpu to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error battery failure (e/c 1124). The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.